Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the device opening and closing could not be performed properly. The device was not used on the patient. Another device was used to resolved the issue and complete the procedure. There was no patient injury.